Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2016. The patient reported obtaining a control solution result of ¿285 mg/dl¿ which fell above the accepted range printed on the test strip vial. The patient informed the csr that she manages her diabetes with a fixed dose of insulin (unknown type and dose) and denied taking any action in regards to her usual diabetes management regimen due to the alleged issue. The patient reported that she had developed symptom of ¿blurred vision¿ after the alleged issue began. In response to the symptom, the patient claimed she was treated on (B)(6) 2016 at the emergency room (ems) with food and/or drink. The patient denied that her blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct control solution was being used for testing. However, the csr noted that the control solution being used had been stored incorrect or was expired or opened past the discard date. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a severe hypoglycemia after the alleged meter issue began.